Event description:
Customer reported that the needle pulled off the suture and was subsequently lost within the pelvic cavity of the patient. The attending physician feels that the danger in trying to retrieve this needle is greater than just leaving the needle in the patient. There is no intention at this time to explant this needle.

Manufacturer narrative:
Conclusion: user error caused the event. The surgeon lost visual and tactile control of the device, resulting in a retained needle.